Event description:
The initial reporter received questionable tina-quant igg gen.2 assay results from three patient samples tested on the cobas 8000 cobas c 502 module. Patient sample 1 the initial result was 587 mg/dl. The repeat result was 1200 mg/dl. Patient sample 2 the initial result was 713 mg/dl. The repeat result was 1351 mg/dl. Patient sample 3 the initial result was 1 mg/dl. The repeat result was 1613 mg/dl. The initial results were deemed low, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module, replaced the reagent spline and rinse tubing, adjusted the assembly, and verified the module's performance through precision checks. The investigation determined that a hardware issue caused the event. The investigation determined that the service actions resolved the issue.